Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler 14 (details unknown), new coil (details unknown).

Event description:
The orbit galaxy g2 complex tdl fill, 6mmx20cm (641cf0620/c21449) was obstructed in the prowler 14 (details unknown) during advancement, the physician can't move coil anymore. He tried to re-advanced coil and changed to a new coil (details unknown). He still used the same microcatheter and the second coil can move through normally. No vessel code information provided.

Manufacturer narrative:
The orbit galaxy g2 complex tdl fill, 6mmx20cm (641cf0620/c21449) was obstructed in the prowler 14 (details unknown) during advancement, the physician can't move coil anymore. He tried to re-advanced coil and changed to a new coil (details unknown). He still used the same microcatheter and the second coil can move through normally. The coil was torn from the delivery wire and stretched. An adequate continuous flush was maintained through the microcatheter. No vessel code information provided. As viewed through the returned packaging it was found that the coil was not returned. A search of the returned packaging failed to find the coil. The coils unintended detachment was mechanical in nature. The most likely contributing factor to the coils inability to be advanced inside the microcatheter may have been due to distal interference. The source of this interference; whether of a fixed or detached nature cannot be determined. The circumstances that produced the unintended detachment of the coil also cannot be determined. In addition, without the return of the coil and the prowler 14 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.